Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture (loc) due to perforation. The patient complaint of chest pain. Surgical intervention was performed and the lead was repositioned.